Event description:
The user facility's biomedical engineer reported that during preventative maintenance (pm) of the device, the cooler heater unit went to 43 degrees celsius at a 42 degrees celsius setting. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
When the unit reached 43 degrees celsius, the over temp thermostat engaged like it should (worked properly) and prevented the cooler heater from going any higher. Note: there is no reasonably foreseeable potential for this issue to cause an adverse event as unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.